Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and allegedly unresponsive; however the contact was unable to verify the functionality as a result, customer reverted to manual injections after issue occurred. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose ranged from 160 mg/dl to 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.